Event description:
It was reported that false pause episodes due to under sensing as a result of loss of contact was observed on the implantable cardiac monitor (icm). The icm was being monitored. The patient was stable.